Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber optic did not zero prior to insertion. The event occurred in the cath lab. The device was replaced. A first catheter fiber optic sensor (fos) did not zero, a second catheter did zero but became contaminated, a third catheter did not zero and was on both of their pumps and recognized by neither. Therapy was delayed for 10 minutes. The patient died. The medical doctor (md) stated the device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4) received the device for analysis. The reported complaint of "fos did not zero" is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the fiber break is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. (B)(4) assessed the risk for the reported complaint and there are no new or revised risks associated with the reported complaint. We will monitor for any developing trends. Other remarks: "our investigation for this complaint recorded an incorrect serial number ((B)(4)) within the visual inspection. Please note the correct serial number is (B)(4)."

Event description:
It was reported that the fiber optic did not zero prior to insertion. The event occurred in the cath lab. The device was replaced. A first catheter fiber optic sensor (fos) did not zero, a second catheter did zero but became contaminated, a third catheter did not zero and was on both of their pumps and recognized by neither. Therapy was delayed for 10 minutes. The patient died. The medical doctor (md) stated the device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "fos did not zero" is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the fiber break is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint and there are no new or revised risks associated with the reported complaint. We will monitor for any developing trends.

Event description:
It was reported that the fiber optic did not zero prior to insertion. The event occurred in the cath lab. The device was replaced. A first catheter fiber optic sensor (fos) did not zero, a second catheter did zero but became contaminated, a third catheter did not zero and was on both of their pumps and recognized by neither. Therapy was delayed for 10 minutes. The patient died. The medical doctor (md) stated the device did not cause or contribute to the patient's death.